Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was implanted for parkinson's disease. The patient had electrifying pain at the stimulator site while the patient's husband was leading a phone call directly next to them. The pain stopped immediately after the call was ended. There might have been emi or telemetry interference causing a malfunction. The implantable neurostimulator (ins) was interrogated by the hcp with no abnormalities detected. No interventions have been taken because the pain did not reappear. It was unknown whether there have been further calls with the same phone at the same distance. Thus, it was unknown whether the issue was resolved.